Event description:
Report of explant of device system due to "possible pocket infection - not confirmed - pump/line removed in 2001. Death due to met cancer 2001." Follow up with hcp revealed pt had pump implanted for treatment of metastatic colon cancer. Pt failed hepatic artery chemotherapy and requested pump removed. Pt was experiencing spiking fevers, elevated white blood cell count and there was question of the pump being infected. Upon surgical entry into the pump pocket it was apparent that the catheter was detached from the pump. There was nercrotic tissue and possibly infected fluid in the pump pocket. A culture was taken and the pump and catheter were removed. The pocket was treated by washing out and the wound closed. Other treatments not reported. Pt expired due to metastatic cancer in 2001.